Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 40 mg/dl and that the sensor had inaccurate readings. The customer¿s blood glucose was 40 mg/dl and the sensor glucose was 225 mg/dl at the time of the incident. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer¿s blood glucose level was 145 mg/dl at the time of the call. The customer did not provide information on events leading up to the incident. The insulin pump was not in auto mode at the time of the incident. Troubleshooting was performed and did not resolve the issue. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with the initial report was incorrect. The correct information has been included with this report summary section .

Event description:
It was reported that the sensor glucose value was 40 mg/dl and blood glucose was 225 mg/dl at the time of reported issue.